Event description:
Breast implants in 2015. In 2018 I started experiencing several metabolic, digestive, neurological, and immune issues. I have been tested for lupus, ra, and food sensitivities, and everything comes back 100% normal. However, some of my inflammatory tests have come back a little on the higher side but, still considered normal range. After researching this I have found that it may be linked to bii (breast implant illness). I believe that I have developed this illness and want to share more info with the world about it. FDA safety report ID# (B)(4).